Event description:
It was reported that a screw was found to be missing from the trigger of a straight pointer at the healthcare facility. It was reported that no other information was available regarding the event.

Manufacturer narrative:
Additional information: the device was repaired and placed into stock at the manufacturer.

Event description:
It was reported that a screw was found to be missing from the trigger of a straight pointer at the healthcare facility. It was reported that no other information was available regarding the event.

Manufacturer narrative:
The device has not been received for evaluation at this time.